Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and not holding a charge. The patient underwent an ipg replacement procedure. Product cannot be returned, facility disposed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred beginning of this year around april or so prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and not holding a charge. The patient underwent an ipg replacement procedure. Product cannot be returned, facility disposed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred beginning of this year around april or so prior to the date the manufacturer became aware.